Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the surgeon attempted to grasp the gallbladder, the jaws were broken. New one was opened to correct the problem. Gender: not available. Age and weight: not available. Last patient's status: good. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. Oozing bleeding.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review and an evaluation of the returned device. Damaged jaws were observed. The jaws failed to close completely and one jaw was loose. The rotation knob functioned properly. The handles opened and closed without any hang ups noted. The jaws could not be operated properly. The jaws failed to close completely. Engineering concluded that concluded that the root cause for the reported defect was the use of excessive manipulation during application that consequently caused the breakage of the tube housing tabs. The received unit is consistent with a unit that was extremely manipulated during application, using the device as a lever increasing the stress force on the tabs of the tube. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)